Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that two coils were used to embolize a superior and inferior gluteal artery for iia embolization. When the coils were moved into the arteries for positioning, the coils were unintentionally detached. The size of both coils was larger than the size of the arteries. Both the coils were removed from the patient and were replaced with smaller coils which completed the procedure successfully. Reference related report# 2032493-2022-00262.

Manufacturer narrative:
B5 additional information received.

Event description:
Additional information was received that stated a guiding catheter was used with the two coils and both detached in the guiding catheter. The coils and guding catheter were sucessfully removed from the patient.